Event description:
Customer called to report a high blood glucose levels during the night. Customer also reported issues with sensor glucose verses blood glucose differences. Customer's blood glucose reading was 294 mg/dl. Troubleshooting was done. Nothing further was reported.

Manufacturer narrative:
Findings: reliability analysis: inspected 2 opened/used enlite sensors and performed bicarbonate buffer test per (B)(4). One of 2 sensors failed for high readings 1 remaining sensor passed per specification with accurate readings. Also found canula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. Analysis not required due to customer did not return needle sensor only.